Event description:
The customer reported this ventricular lead had exhibited loss of capture at all outputs lower than 10 volts. All other lead measurements were within normal range, and there was no evident of a fracture. The lead was capped and successfully replaced without incident. To date, there have been no adverse patient effects reported. The lead was actively implanted for approximately 6 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.